Event description:
It was further reported that the same 325cm floppy rotawire guide wire was used with both the 1.50mm rotalink plus burr and the 1.75mm rotalink plus burr.

Event description:
Same case as MDR ID#: 2134265-2012-00560. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the severely torturous and severely calcified left circumflex artery. Ablation was successfully performed using a 1.50mm rotalink plus burr. To continue the procedure, the 1.75mm rotablator rotalink plus burr was prepped. During preparation of the second burr outside of the patient, the 325cm floppy rotawire guide wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Event description:
Same case as MDR ID#: 2134265-2012-00560. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 90% stenosed target lesion was located in the severely torturous and severely calcified left circumflex artery. Ablation was successfully performed using a 1.50mm rotalink plus burr. To continue the procedure, the 1.75mm rotablator rotalink plus burr was prepped. During preparation of the second burr outside of the patient, the 325cm floppy rotawire guide wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the rotawire guide wire was received for analysis. Visual inspection revealed a core wire fracture at approximately 132.4cm from the distal end. The length of the distal segment was approximately 132.4cm and the length of the proximal segment was 198.1cm. Dimensional analysis revealed all outer diameter measurements to be within specifications. Fracture analysis revealed that the fracture occurred due to a torsional overload in a region with a reduction in the cross-sectional area. Moreover, the distal side of the failure surface presented the presence of copper which indicates that the rota burr came in contact with the guide wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).